Manufacturer narrative:
1644408-2021-00970 was reassessed and determined to be non-reportable.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - glenoid reamer's cutting edge was damaged during use. The patient had a metal anchor from a previous surgery that dulled the instrument beyond regular wear and tear.